Manufacturer narrative:
Concomitant medical products: product support lead. The customer¿s complaint of secondary tubing separation at the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was separated from the drip chamber. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the tubing to be within specification the root cause of the separation was a manufacturing issue for insufficient solvent applied at the affected engagement.

Event description:
The customer reported the secondary tubing separated at the connection of tubing to the drip chamber while hanging the line for infusion. There was no patient involvement.